Event description:
It was reported that the patient was experiencing inadequate stimulation and undesired stimulation on non-target area. The patient underwent a procedure wherein the spinal cord stimulator (scs) system was replaced. The patient was doing well postoperatively, and the explanted devices were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 18833248/18855014/13563898.